Event description:
The MFR rec'd info alleging an issue with a ventilator's internal battery. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, a "svc required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.